Event description:
It was reported that on (B)(6) 2015, intra-op, plate and spacer were implanted without issue. After drilling screw holes and implanting screws, surgeon noticed a metal shard that was sticking out behind the plate, the plate was not removed. The surgeon then removed the metal shard from the surgical site. The plate and interbody guide was used to implant the plate and interbody spacer. The products remained in patient and were not explanted. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.